Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were receiving an alarm 113 reduced water temperature control in an arctic sun device. Confirmed they were in the cooling phase, targeted temperature (tt) was 33.5c, patient temperature (pt) was 32.8c, water temperature (wt) was 26.4c, and water flow rate (wfr) was 0.4 l/min. Discussed water flow rate (wfr) and heater capacity. Had nurse stop therapy and empty pads. Nurse disconnected pads and straightened out all tubing. Had nurse reconnect pads holding only the blue tubing and not the clear plastic clamps. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0.8-0.9 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 28 percentage, system hours were 1,795, and pump hours were 1,728. Water temperature up to 30c. Informed nurse to keep an eye on the flow rate and call back if it drops or if patient was still not warming.

Event description:
It was reported that the nurse stated that they were receiving an alarm 113 reduced water temperature control in an arctic sun device. Confirmed they were in the cooling phase, targeted temperature (tt) was 33.5c, patient temperature (pt) was 32.8c, water temperature (wt) was 26.4c, and water flow rate (wfr) was 0.4 l/min. Discussed water flow rate (wfr) and heater capacity. Had nurse stop therapy and empty pads. Nurse disconnected pads and straightened out all tubing. Had nurse reconnect pads holding only the blue tubing and not the clear plastic clamps. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0.8-0.9 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 28 percentage, system hours were 1,795, and pump hours were 1,728. Water temperature up to 30c. Informed nurse to keep an eye on the flow rate and call back if it drops or if patient was still not warming. Per follow up information received via task on 19dec2024, spoke with rn who confirmed doctor ordered a pad replacement. The flow rate continued to drop with the original set of pads. Once pads were replaced, flow rate remained high and stable, and therapy completed. Pads were disposed of.

Manufacturer narrative:
The reported event is confirmed, cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. Baw7667064, rev 0, was reviewed for this investigation. The labeling is found to be adequate. The device history record review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.